Manufacturer narrative:
The device was returned for evaluation on 8/22/2022. The cassette alarm test was performed to attempt to duplicate the reported issue of broken carry handle. The reported issue was duplicated. The reported issue was not confirmed in history. The probable cause of the reported issue is a missing screws to secure carry handle. There was also a broken peripheral printed wiring assembley (pwa) cover and a frayed alternating current (ac) power cord. The probable cause is physical damage. Signs of charring was found on ac cord.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser, where it was reported by the customer the device had a broken carry handle. The device was returned for evaluation and investigation identified a frayed ac power cord with signs of charring. There was no report of patient involvement or patient harm.